Manufacturer narrative:
On (B)(6)-2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-00807 for the qdot micro¿ catheter. 2) manufacturer report number for the carto vizigo¿ 8.5f bi-directional guiding sheath - large.

Event description:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro¿ catheter and carto vizigo¿ 8.5f bi-directional guiding sheath - large and the patient experienced pericardial effusion that required pericardiocentesis. The physician noted that the patient's blood pressure was dropping. A soundstar catheter was used to check the heart, and a pericardial effusion was identified. A pericardiocentesis was performed. The patient was stable condition and did not require surgery. The physician thought the issue occurred either during transseptal access with vizigo or during qmode + with qdot on lateral mitral line. The patient condition was 'fine' and the physician was unsure of the cause of the adverse event. The physician hypothesizes that a possible cause of the effusion was due to him exerting too much force on the vizigo while going transseptal. Intervention was pericardiocentesis and monitored to make sure it didn't get worse, which it didn't. Patient did not required an extended hospitalization. Patient fully recovered. Transseptal puncture was performed using baylis versacross fixed sheath and ts needle. Ablation was performed prior to noting the pericardial effusion. No steam pop was noted. The event occurred during transseptal phase, however, the medical team had already burned on the left side due to a patent foramen ovale (pfo), however the physician did not feel like he had enough stability so after doing what he could, he performed a transseptal puncture and the pe (pericardial effusion) was noted shortly after. No errors observed on bwi equipment during the procedure.